Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that there was a plastic piece broken and reservoir screws in the top of it had broken off. The customer¿s blood glucose level was unknown. The customer stated that the reservoir was unable to lock in place. The product will be returned for analysis.